Event description:
It was reported that the user was hospitalized for a non-diabetes-related colonoscopy, during which insulin therapy was temporarily altered per medical instruction, including withholding insulin prior to the procedure. During hospitalization, the user experienced hyperglycemia with blood glucose values reported up to approximately 744 mg/dl, followed by hypoglycemia with blood glucose reported as low as 44 mg/dl, both managed with exogenous insulin and IV dextrose as part of inpatient care. The ilet remained in use when supplies were available, and the user reported that glucose control was stable when connected to the device. No device malfunction was reported or identified, and the glycemic excursions occurred in the context of procedural preparation, temporary interruption of usual insulin therapy, and inpatient clinical management. The event was attributed to non-device-related clinical factors, and the user was discharged with resumption of ilet therapy. If additional information becomes available, a supplemental MDR will be submitted.